Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and drain pain. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on an unknown date, the patient was treated with unspecified antibiotics for two weeks intraperitoneally (medication, dosage, frequency, and specific duration of treatment not reported) for the peritonitis event. Dianeal therapy was ongoing. After five days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.